Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026 which disrupted insulin delivery and resulted in hyperglycemia with diabetic ketoacidosis which required hospitalization for five days there treated with intravenous drip.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.